Event description:
No additional information regarding the patient and / or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
. Summary of event: it was reported, during a vascular operation of the right groin, the tip of the flexor balkin guiding sheath separated during the removal of the device. According to the initial reporter, a 6 mm balloon, 6-60mm stent, and .035 stiff guidewire were being utilized through the sheath. The patient did not have any tortuosity, but moderate calcification was noted. The wire was activated for 5 minutes using heparinized saline. Reportedly, because the sheath had broken at the iliac bifurcation, two incisions were made to remove the separated segment. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation in two sections. The proximal section consisted of the check-flo valve and 10.8cm of sheath material, with elongated coils present. The distal section consisted of tangled, elongated coil, and a section of stretched and accordioned sheath material. The inner lining was wound in the coil. A document-based investigation evaluation was performed. A review of the device history record for non-conformances and complaint search for complaints on the same lot was not possible due to the lot number not being provided. As there are adequate inspection activities established and objective evidence that the DHR was fully executed, it was concluded that the complaint device was manufactured to specification. There is no evidence that nonconforming product exists in-house or in the field. The instructions for use (IFU) suggest insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event could not be established; however, it is possible that the patient¿s calcified anatomy contributed to the event. The IFU suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. It is unknown if the dilator was in place upon removal of the device. There is currently a CAPA investigation open to investigate this product failure. This case was evaluated for risk and no additional risk mitigation activity is recommended at this time. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a vascular operation of the right groin, the tip of the flexor balkin guiding sheath separated during the removal of the device. According to the initial reporter, a 6 mm balloon, 6-60mm stent, and .035 stiff guidewire were being utilized through the sheath. The patient did not have any tortuosity, but moderate calcification was noted. The wire was activated for 5 minutes using heparinized saline. Reportedly, because the sheath had broken at the iliac bifurcation, two incisions were made to removed the separated segment. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.